Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, d6a.

Event description:
Patient reported left side "rupture and pain". Later, patient reported via MRI "detachment of subcapsular line and serpiginous hypointense lines characteristic of intracapsular rupture". Later, patient reported "grade of capsular contracture for left side: I". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture and pain". Later, patient reported via MRI "cystic images" and "detachment of subcapsular line and serpiginous hypointense lines characteristic of intracapsular rupture". Device remains implanted.